Manufacturer narrative:
(B)(4). Date sent: 06/01/2021. Additional information was requested, and the following was received: what healthcare professional fired the device and what is his/her experience with the device? Senior surgeon, some experience witch the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible feedback during the firing sequence when cutting through the breakaway washer. Was the green checkmark visible at the end of the firing? Yes, illuminated green check-mark on the indicator window. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, good looking full donuts. Were there any issues noted with staple formation?

Manufacturer narrative:
(B)(4). Date sent: 05/21/2021. This is an analysis of eight photos submitted to ethicon endo surgery for evaluation. During the visual analysis of the photos, the following was observed: the photos show tissue and bleeding appears to be on the tissue. Also, some staples could be observed. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned (device was discarded) our evaluation is limited. As part of ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: what healthcare professional fired the device and what is his/her experience with the device? Senior surgeon, some experience witch the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible feedback during the firing sequence when cutting through the breakaway washer. Was the green checkmark visible at the end of the firing? Yes, illuminated green check-mark on the indicator window. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, good looking full donuts. Were there any issues noted with staple formation? No. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that on 3rd. March, a lwr was performance with the pwc according to the instructions of the device, which gave the ok check. A week later, the patient was being emergency re-operated due to dehiscence of the anastomosis. According to exploratory laparoscopy, the two anastomotic edges were totally separated. Procedure: low anterior resection.